Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21116. It was reported, the patient ((B)(6)) experienced sharp pain around the ipg and lead sites regardless of stimulation. The patient also experienced intermittent stimulation and auto-reduction. Diagnostics indicated high impedances on multiple lead contacts. Reprogramming was unsuccessful as the stimulation issue re-occurred a few days later. Surgical intervention will take place to address the reported issues.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2015-21116 follow-up identified the patient underwent surgical intervention to explant and replace the ipg. The lead measurements were in the normal range intra-operatively, hence the lead remains implanted.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21116.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report: 1627487-2015-21116.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.